Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was found that the batteries failed the runtime test during scheduled preventive maintenance. To fix the issue, the fse replaced the batteries. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
During a preventive maintenance (pm) by a getinge field service engineer (fse) found that the cs300 intra-aortic balloon pump (iabp) had a battery run time test failure. No patient was involved during this event. No adverse event was reported.